Event description:
It was reported that an ilet touchscreen became pixelated and unreadable, and visual evidence provided by the user supported a determination that the device required replacement due to a display malfunction. Symptoms included no reported adverse clinical effects, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included continued diabetes management using the user¿s dexcom system while awaiting the replacement device, with no medical intervention or hospitalization. Investigation included remote visual assessment of the provided photo, verification of device identification, and arrangements for device return and replacement. Investigation of this case revealed a malfunction of the device display component that impaired screen visibility and usability, consistent with a hardware display failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display subsystem.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.